Event description:
During carotid and coronary angiography procedure, flexor shuttle sheath fractured while being removed from the right femoral artery insertion site. The sheath became nearly dissociated along the shaft. The interventionalist was able to remove the sheath with gentle continuous traction and all pieces of the sheath were removed with no harm to the patient.